Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes returned to manufacturer on: 5/19/2021 section h3: device evaluated by manufacturer¿ yes device evaluation: the sample was received in the original box. Visual inspection using magnification was performed to the returned sample. The plunger and pushrod was observed in advanced position. Residues of viscoelastic material was observed on cartridge. No damaged was observed to the cartridge and to the device. The lens was not returned, its was discarded. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepare for surgical process. The complaint issue reported could not be verified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Information unknown/not provided. Telephone number: (B)(4). The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that an intraocular lens (iol) haptic got stuck in the injector when inserting lens to the eye. The lens was fully inserted and an explant is planned. Through follow up, it was confirmed that the lens was explanted on (B)(6) 2021. A vitrectomy was not required. Another johnson & johnson lens, a different model zcb00 was successfully implanted as a replacement. The explanted lens was discarded. Patient information was requested, however, information was not available. No other information was provided.